Event description:
Patient had primary tkr and has had ongoing issues since with pain, swelling and loosening. Patient had a partial revision for pain and loosening. Patient presented again with pain and bone scans suggesting loosening. Revised entire construct. Presented again with pain. Bone scan suggested loosening so revised to attune revision with stems and sleeves. Implants weren't grossly loose and required some work (flexible osteotomes around metaphyseal sleeves and slap hammer attachments) to remove. Doi: (B)(6) 2017. Doe: (B)(6) 2023. Affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. What was the affected side? Right side b. Was there any depuy cement used during the surgery? If yes, please provide product details. Yes cmw2g 40g ref no. 3325040 lot number 8539213 c. Which implants were loose and what interface(s)? None were obviously loose on removal however showed loosening on bone scan; zone 2 metaphyseal sleeves were fixed & required significant work to loosen. Some loosening around zone 1 femur cement bone interface. D. What¿s the current patient outcome? Unknown at this point. Only 2 weeks post-op. The surgeon will review at 6 weeks.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "patient had primary tkr (lcs with duofix femur)[date]. Has had ongoing issues since with pain, swelling & loosening. Had partial revisions in [date] & [date] for pain & loosening. Patient presented again in [year] with pain & bone scans suggesting loosening - revised entire construct to tc3 with mbt sleeves & stems. Presented again in [year] with pain. Bone scan suggested loosening so revised to attune revision with stems & sleeves. Implants weren't grossly loose and required some work (flexible osteotomes around metaphyseal sleeves & slap hammer attachments) to remove." The product was not returned to depuy synthes, however photos were provided for review. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. The overall complaint was unconfirmed as the observed condition of the [mbt revision cem tib tray sz 3] would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre was not performed.